Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the information provided/reported, the complaint cannot be confirmed or root cause determined. The sample was reported unavailable. (B)(4).

Event description:
It was reported that during the treatment of a pelvic trauma case, access was obtained through the right groin. A embolization coil was positioned in to the internal iliac artery. Upon positioning, the coil prematurely detached from the delivery pusher partially within the microcatheter. An attempt was made to retract the entire system, however in doing so, the coil released from the catheter into the right common femoral artery where it became lodged. Attempts were made to remove the coil using endovascular options unsuccessfully. The patient was sent to surgery where a cut down of the right common femoral artery was performed to remove the coil successfully. The patient outcome was reported successful.